Event description:
After successful stent deployment, the accunet filter could not be pulled into the recovery catheter. Many attemtps were made, but the markets would not collapse to allow it to be retracted into the filter. The filter ended up being removed through the stent and sheath without the recovery catheter. There were no patient effects reported.